Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire, and the jaws of the device remained closed on tissue after firing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic interlobe resection, the surgeon was able to press the green button, but was not able to squeeze the handle. The device was not able to fire and the device locked on tissue and was able to be removed; the jaws were opened by pulling back the black return knob. A new device was used to resolve the issue. There was no patient injury.